Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The pt went to the hospital where his blood glucose became in excess of 300. Upon admit his blood glucose was 392 mg/dl. He was treated with IV fluids, insulin and antibiotics. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.